Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for pacer function. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the processor/bridge/pace board. The processor/bridge/pace board was replaced to resolve the report. The board was scrapped after testing. The device was returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Additional information: this MDR was submitted after a retrospective review of complaints associated with CAPA-183. The submission was late because the MDR reports were incorrectly categorized as "not reportable" due to a misapplication of reporting criteria. This application stemmed from training, lack of clarity in procedural guidance, and inconsistent use of decision-making tools to ensure accurate classification.